Manufacturer narrative:
Concomitant products: product ID 8711, lot# l74226, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the patient's physician no longer took the patient's insurance, and the patient thought the pump had been empty for approximately a week and a half. The patient was in 'so much pain' that he described as unbearable and had been getting worse. The patient went to the hospital emergency room on (B)(6) 2013, where they were given oral hydrocodone and cyclobenzaprine for muscle spasms; however, the patient felt that the medicine was not working. The patient had run out of the oral hydrocodone and the pain was so bad he was unable to go to sleep on the night of (B)(6) 2013. The patient also noted they began to hear a beeping alarm on (B)(6) 2013. Then on 03/13/2013, the patient stated the alarm sound changed to a siren sounding alarm. The patient's refill date was scheduled for (B)(6) 2013. The patient was experiencing 'pain all over,' his back was hurting like a 'stabbing pain,' his stomach was 'pulling, like it was tight,' and he had a headache. The patient did not experience signs of being itchy. It was also reported that the patient could not urinate. The pump system was being used to deliver baclofen. It was later reported that the patient went to the emergency room again on (B)(6) 2013 due to severe pain. It was noted that the patient had been incarcerated for 6 months, and the pump had not been refilled for approximately 10 months, and the patient believed the pump was empty. Additional information has been requested, but it was not available at the time of this report.